Event description:
It was reported that during a device follow-up visit the right ventricular (rv) lead showed high thresholds and there may be a possible fracture. The patient was brought in for a lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, (B)(6) 2008. (B)(4).